Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h11. Corrected field - d10, e1, h6 (medical device problem code, type of investigation, investigation findings, component code, investigation conclusions). E1 event site telephone (B)(6). It was reported that during use, the lower control panel screen of the cardiosave intra-aortic balloon pump (iabp) remained black for several minutes after being turned on. The screen became operational once the replacement cardiosave arrived. Later, when the same unit was powered on again, the issue was reproducible the control panel stayed black for several minutes before the colors gradually returned, with the image appearing shifted and flickering. There was no danger to the patient at any time. It was later confirmed that the cardiosave is no longer repairable and has been scrapped, as the customer has purchased a new cardiosave unit.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra aortic balloon pumps lower screen (control panel) remained black for several minutes. Additionally, the customer was not able to change the empty helium cylinder. The customer switched to another device to continue therapy. No patient harm or injury was reported.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) that the lower screen (control panel) remains black for several minutes. No patient harm and injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation finding), h11. Corrected fields: e3. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. As per the additional information received from the customer the unit was discarded and no repairs was performed.

Manufacturer narrative:
Updated fields: b4, g3, g6, h6 (investigation findings, investigation conclusion), h11.it was reported that during use while the patient was being transferred to the intensive care unit, the lower control panel screen of the cardiosave intra-aortic balloon pump (iabp) remained black for several minutes after being turned on. The screen became operational once the replacement cardiosave arrived. Later, when the same unit was powered on again, the issue was reproducible the control panel stayed black for several minutes before the colors gradually returned, with the image appearing shifted and flickering. There was no danger to the patient at any time. It was later confirmed that the cardiosave is no longer repairable and has been scrapped, as the customer has purchased a new cardiosave unit.